Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any power related warnings. There was no damage to the battery compartment or cap. The pump powered up using the returned battery cap with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. The pump casing was opened and no internal issues were found. The investigation was unable to verify or duplicate the reported power issue. Unrelated to the reported power issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump failed to power up. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. The reporter noted that there was no evidence of moisture or corrosion in the pump and the issue was resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.